Manufacturer narrative:
During motor loading, the process stopped sooner than expected. After further review of the device's interior, did not note any signs of previous moisture presence or corrosion on the boards, assemblies, and motor. The loading error is probably due to some problem with the electronics since the motor was tested outside the device, and it passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they were receiving no delivery alarms. Troubleshooting was performed. Customer advised they tried to remedy the situation however the issue recurred and remained unresolved. The insulin pump will be replaced and customer agreed to return the product for analysis.